Manufacturer narrative:
Evaluation of the suspect ias computer confirmed reported problem "ias did not boot." Boot sequence remained at "system booting, please wait" on pendant. It was noted that the ias computer was not accessible via remote desk top. By connecting an auxiliary monitor, it was observed the ias computer would boot through windows, however several errors occurred, including a tftpd32 error and a sql server exception. The tftpd32 error presented, indicating a port couldn't be bound due to a privilege. It was found in the bios settings that the onboard lan boot rom setting was "disabled." Enabled is expected. Once this setting was corrected, remote desktop was accessible, and a software install was initiated to resolve the corrupted software. The software load was successful, presented errors were resolved, and the ias computer boots and operates as expected. Software investigation completed. This issue will be continually monitored and trended in a medtronic software anomaly tracking database.

Manufacturer narrative:
Correction to manufacture site provided.

Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. A medtronic representative, following-up at the site, stated the site radiologist contacted the medtronic representative to report that the image acquisition system (ias) did not start up during the pre-operative preparation. Based on the reported information, the medtronic representative told the radiologist that the imaging system would not be able to be used for the operation scheduled on this day. - return requested. Replacement o-arm comp kit was shipped to the site. (B)(6) 2015 a medtronic representative, at the site to repair the imaging system, reported that when the ias computer was inspected using the remote desktop, the error message appeared. The imaging system was restored after the ias computer was replaced. The medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. (B)(6) 2015 a medtronic representative, following-up, was told the patient was not under anesthesia at the time this issue was identified, the surgery was abandoned, and no incision had been made. No further issues have been reported. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, prior to a spine procedure, the navigation system image acquisition system (ias) computer would not boot-up. No further details were provided except that there was not a surgery performed.